Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During a pm service, the getinge field service engineer (fse) discovered the iabp failed the battery runtime test. The iabp batteries could not meet the run-time specification. To fix the issue, the fse replaced the batteries and completed the pm. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. No patient was involved during this event. No adverse event was reported.